Event description:
The pt reported that she went swimming with the pump and it subsequently emitted an alarm. The pt reported that upon removal of the battery, the battery compartment was found to contain hot liquid.

Manufacturer narrative:
There was no pt impact associated with this complaint. The pump was returned to animas. Evaluation revealed a visible battery compartment crack and corrosion in the battery compartment and on the printed circuit board. The pump was found to be in inoperable condition and emitted an alarm that could not be cleared. No further testing could be conducted.